Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that due to foreign object in the moving part of the device, the angle lever stopped moving. Additionally, rust was generated by flood inside the equipment, and the angle mechanism deteriorated, which resulted to the reported event as stated on the IFU (instruction for use) as a preventive measure, the user manual states: using an instrument that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported issue of the ultrasound not working due to the image flickering. Additionally, the bending section cover glue was defective. The device also found some fluid ingress which needed cleaning. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, the evis exera ii ultrasonic bronchofibervideoscope has image problem, and the ultrasound was not working. Upon inspection and testing, the angulation was locked and cannot be disengaged. There was no harm or user injury reported due to the event.